Manufacturer narrative:
Investigation: section h6 has been updated to included additional codes. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, intermittent signal interruptions occurring. The signal interruptions occurred during a presentation of the device with the staff and not during a medical procedure, there was no patient involved. No death or (unanticipated) serious deterioration in state of health reported. Cross reference MDR: 2027009-2026-00095.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).